Event description:
A pt contacted zoll customer support to report that his battery charger would not power on properly or charge a battery pack. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the battery charger was unable to charge a battery pack. Investigation revealed the q1, q5 and u9 were shorted on the bedside board. The cause of the inability to charge the batteries is the shorted components on the bedside board. The root cause of the shorted q1, q5 and u9 cannot be positively determined. No adverse event resulted from the defective battery charger/modem. The patient received a replacement charger/modem.